Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's patella component was revised due to pain and injury.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products- femoral component option for cemented use only size g right catalog# 00599401792 lot# 62255096, taper stem plug catalog# 00596009900 lot# 62352714, tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using catalog# 00598004702 lot# 62364122, articular surface with locking screw size striped green/g 17 mm height for use with femoral g catalog# 00599404217 lot# 60848644. No devices were received; therefore the condition of the components is unknown. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. From provided information root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.